Event description:
It was reported that, after a primary trauma surgery had been performed on the patient's left hindfoot on (B)(6) 2014, in which a hfn 10mm x 16cm left nail was implanted along with four screws placed across the proximal tibial (x2), distal transverse (x1) and distal talar (x1) region to treat a talus avascular necrosis, the patient experienced tibial osteomyelitis and an ankle nonunion. An additional surgery was performed on (B)(6)2015 to treat this adverse event. It is unknown which devices where explanted during this procedure, as well as if there were additional prosthesis implanted in exchange. During this procedure, a tibial craterization was also performed. The reported incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known and it is not possible to collect it.

Manufacturer narrative:
Internal complaint reference case (B)(4).